Manufacturer narrative:
The description of the alleged incident from the initial reporter (B)(6) was incorrect. The consumer was in the device when the alleged incident occurred. The consumer hurt his arm as a result of alleged incident. The caregiver's husband attempted to help the consumer and injured his back. The caregiver stated that repairs were made by (B)(4) in (B)(4) 2012 just prior to this incident and that this incident occurred due to the improper repairs/service provided by roadrunner mobility. The device has since been serviced by the scooter store and the device is now working properly. Device already repaired

Event description:
Wife was using customers (husband's) unit when the seat allegedly broke and she fell out hurting her arm.